Manufacturer narrative:
The pump passed the displacement, rewind, and basic occlusion tests. The pump was received stuck in a motor error alarm loop during the bolus delivery. The motor was tested outside the device and it passed. The motor may have had an intermittent failure that was not detected during our testing. The pump was received with a cracked reservoir tube lip.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed motor error. The customer's blood glucose was 8.7 mmol/l. The customer did not observe any significant events leading to the alarm. The customer changed the set, and then the insulin pump alarmed motor error. The insulin pump had not been exposed to magnetic fields. The customer was unable to clear the alarm. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer stated that they had already reverted to a back-up plan. The caller was advised to replace the insulin pump and a request was made to have the device returned for analysis.